Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the reporter the same day, the pt was feeling ill, he was vomiting and could not bring his blood glucose under tight control. He was brought to the hospital and admitted with a diagnosis of diabetic ketoacidosis and the flu. He was treated with insulin and IV fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.